Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that scratches on screen made screen harder to read and customer has to press up button harder or more to respond. Customer¿s blood glucose was unknown. Customer stated that insulin pump rejected new batteries. Insulin pump will be returned for analysis.